Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited far-field oversensing of the atrial paced events on the ventricular channel that led to an inhibition of pacing.